Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges shortness of breath, tightness in chest, coughing and the machine is cutting off in the middle of night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges shortness of breath, tightness in chest, coughing and the machine is cutting off in the middle of night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center the secondary findings were observed such as bug infestation. The unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.